Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -13.0/4.0/105 (sphere/cylinder/axis) was implanted into the patients right eye (od) on 16-sept-2021. Lens rotation was observed. The lens was repositioned and this did not resolve the problem. On 17-feb-2022 the lens was exchanged for a longer length lens and the problem was resolved. Additional information provided by the reporter states; "abnormal position of ciliary sulcus leads to crystal rotation." Cause reported as unknown.

Manufacturer narrative:
Pt info: unk. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent and deformed. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent and deformed.. Dimensional inspection found the lens to be within specification. Claim# (B)(4).